Manufacturer narrative:
A visual evaluation of the returned device found that the catheter and the wire were kinked in the middle of the device; and the catheter was also kinked in the distal section. Further evaluation noted that the wire was cut near to the distal section. Functional testing could not be performed due to the device condition. The complaint as reported was not confirmed; the device does not have the handle cannula bent. However, the failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to the first of two devices used during the same procedure on september 09, 2015. Refer to manufacturer report # 3005099803-2015-02826 for the other associated device information. According to the nurse, during the procedure, the physician was able to capture the polyp using the first snare but the handle cannula became bent and they were unable to cut the polyp. They could not remove the snare loop so they cut the wire leaving the loop embedded in the polyp; at this point the scope was removed from the patient. The scope was then reinserted and a 27mm snare was used but it failed to cut as well. The second snare and the scope were removed from the patient; at that point the first snare disengaged from the polyp without harm to the patient. The polyp was left in place and marked using a contrast media. The patient is currently stable and under observation awaiting surgery. Additional information received on (B)(4) 2015. The patient was discharged from the hospital and was instructed to come back for repeat examination and polyp removal. However, the patient has not returned to the facility.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure on (B)(6), 2015. Refer to manufacturer report # 3005099803-2015-02826 for the other associated device information. According to the nurse, during the procedure, the physician was able to capture the polyp using the first snare but the handle cannula became bent and they were unable to cut the polyp. They could not remove the snare loop so they cut the wire leaving the loop embedded in the polyp; at this point the scope was removed from the patient. The scope was then reinserted and a 27mm snare was used but it failed to cut as well. The second snare and the scope were removed from the patient; at that point the first snare disengaged from the polyp without harm to the patient. The polyp was left in place and marked using a contrast media. The patient is currently stable and under observation awaiting surgery.